Event description:
It was reported that the work unit experienced a leak from the bottom of the plum set causing the loss of tynen chemotherapy drug. There was no patient harm reported. No additional information is available at this time.

Manufacturer narrative:
No product samples or videos were returned. The customer returned an image which appears to show a burette with fluid accumulating on its surface, however an exact source of the fluid is not evident from the image. No damage is evident from the image. The lot history could not be evaluated as no lot number was provided. The complaint can be confirmed, however the probable cause cannot be determined. The lot history could not be evaluated as no lot number was provided.